Manufacturer narrative:
The power control board from the associated machine was returned to the MFR for physical eval. Two resistors on this board were visually burnt out, indicating excessive heat damage. The surrounding area appeared to be blanked with burn marks. The machine self-tests failed with the complaint part installed (power supply). The failure occurred in dialysis mode while waiting for the machine to stabilize. The displayed values revealed a rising temperature that failed to stay at an acceptable value. During the visual inspection of the power control board resistors 10 and 11 were found with excessive heat damage. The associated machine had had a new power supply unit installed and is back in service without further issue. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record confirmed the labeling, material, and process controls were within spec.

Event description:
A user facility sent a faulty power control board to the mfg plant for failure analysis investigation following a machine alarm during start-up. Upon inspection, burn marks were found on the board. No pt was involved or impacted due to this issue.